Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 09/28/2021, however the correct date is 10/30/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the end of the segment removal, it was noticed that the posterior capsule had been compromised. An anterior vitrectomy was performed and lens was inserted without further incident. No additional information was provided.

Manufacturer narrative:
Ethnicity: information requested however, customer did not have this information. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.